Event description:
Patient reported "deflation". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. A review of the device history record has been completed. No deviations or non-conformance's noted. "Device evaluation: [results/lab summary]". Additional, changed, and/or corrected data: xxxx. The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.